Event description:
This is filed to report the clip opening while establishing final arm angle. It was reported this was a mitraclip procedure to treat degenerative functional regurgitation (mr) with a grade of 4+. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip slightly opened to roughly 35 degrees. The clip still remained locked; therefore, the clip was deployed on the mitral valve, reducing mr to a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.